Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and a rupture. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: weight to the spec, deformation device, creases fold and white particles. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation was due to capsular contracture baker grade IV and a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and a rupture. Device has been explanted.